Manufacturer narrative:
Summary of analysis: the device was subjected to electrical/mechanical function testing, environmental stress testing, and connector dimensional analysis. Normal pacer operation was observed. The unit is operating within new pacer specifications. This report is late due to an administrative error.

Event description:
The reporter indicated that during an implant when the device was programmed to the bipolar mode, no atrial output and high impedance was observed by telemetry. The leads were detached and retested; the atrial lead was still ok. The pacemaker was reattached; however, high impedance still existed. A second 294-09 pacer was used with no problems.